Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. It was determined that this noise was due to air entrapment on the set screw. Troubleshooting options and close monitoring was discussed. This system remains in service. No further adverse patient effects were reported.